Event description:
A malfunction was reported, but there was no adverse impact on the customer's blood glucose level. The malfunction did not recur after resetting the pump, and the customer was informed they could continue using the device. Customer technical support advised the customer to call back if the malfunction code reappeared, and the customer understood these instructions.